Event description:
It was reported that the patient presented with a heart rate of 30, and it was not possible to interrogate the device. The device was found to have reached elective replacement indicator (eri) in less than 14 months, and was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was later reported by the patient that the "ICD went bad and was shocking [the patient] to death."

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device did not reveal any parametric and functional failures. Nominal performance was observed. No hybrid related anomalies were observed during this analysis. The cause of the reported depleted battery condition was not determined.

Event description:
It was reported that the patient presented with a heart rate of 30, and it was not possible to interrogate the device. The device was found to have reached elective replacement indicator (eri) in less than 14 months, and was subsequently explanted and replaced. There was concern that remote monitor function contributed to the battery depletion of the implanted device. The monitor was later returned to the manufacturer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead - (B)(6) 2006; 4194, implantable pacing lead - (b)(64) 2006; 638rl28, implantable heart ring - (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.